Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
While reaming the center peg over a k-wire, the k-wire broke just beyond the drill. The k-wire was unable to be retrieved from the patient.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Engineering evaluation noted that the broken k-wire reported was likely the result of applying a bending moment while reaming, which led to a brittle fracture of the k-wire. The broken piece was then left in the patient because it could not be removed from the bone.

Event description:
While reaming the center peg over a k-wire, the k-wire broke just beyond the drill. The k-wire was unable to be retrieved from the patient.